Event description:
A customer reported a delivery delay with the adc device. The replacement device was issued as the customer initially reported a battery/no power issue with the adc device and was unable to test due to the reader not powering on with button press or test strip insertion. Due to the delivery delay, the customer was unable to monitor glucose levels and experienced symptoms of dizziness, fatigue ,sweats, headache, blurry vision and was unable to self-treat. The customer had contact with a healthcare professional and a blood glucose of 500 mg/dl was obtained. The customer was provided unspecified intravenous treatment for hyperglycemia. No further information was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.